Event description:
It was reported that the patient was experiencing incontinence with a non-bsc sling device. There were no additional patient complications. The patient was scheduled for an implant of an artificial urinary sphincter (aus) device on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received for on 6/12/2024 for report mw5154349 to update procode and device name. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Procode: otm.